Event description:
It was reported that during pre-use control, the cardiosave intra-aortic balloon pump probe of the device's doppler is broken. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump probe of the device's doppler is broken. There was no patient harm reported .

Event description:
It was reported that during pre-use control, the cardiosave intra-aortic balloon pump probe of the device's doppler is broken. There was no patient involvement and harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code, health effect impact codes), h10. Additional information: e1 ( event site postal code: (B)(6)). It was reported that during examination of cardiosave intra-aortic balloon pump (iabp) had doppler ultrasound probe broken. There was no patient involvement and harm reported. Getinge field service engineer (fse), determined that the probe used in the hand doppler was kink and was needed to be replaced with new one. The hand doppler was faulty. It was resolved by replacing with probe, vp8 (0154-01-0005).